Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed pacing impedances of greater than 2000 ohms. The patient was to be scheduled for a revision procedure in the future. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The conductor was noted to be fractured at approximately 29 centimeters from is-1 terminal pin. The fracture was approximately 2 centimeters from the location of the suture sleeve.

Event description:
Subsequent information indicated that the patient underwent a revision procedure. The lead was explanted and has been returned. There were no additional adverse patient effects reported.